Manufacturer narrative:
(B)(4). Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 intraocular lens (iol) was explanted in a secondary procedure as the patient was not satisfied with its performance. No further information was provided.

Manufacturer narrative:
Device evaluation: visual inspection was performed and it can be seen that the lens is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. Therefore the complaint cannot be confirmed.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no associated deviation or non-conformity report related to this complaint. The in-line optical inspection data was reviewed and results showed that the lens was manufactured within power specification. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number were received to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, returned device analysis, complaint data review and labeling review, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The following information was received as a result of follow up. Age/date of birth: (B)(6) 1948. Sex/gender: male. It was learned that the patient is doing fine with no injuries. That there was no incision enlargement, vitrectomy or sutures used. The replacement lens was a model zlb00 lens, 17.5 diopter. All pertinent information available to abbott medical optics has been submitted.